Manufacturer narrative:
Other relevant device(s) are: product ID: kit0893. Product ID: kit0898. Product ID: kit0899. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that navigation was inaccurate during a l4-s1 tlif procedure. The surgeon used an open, midline approach and a unilateral workflow starting on the left side and then moving to the right side. Navigation tools were placed down the arm guide and they were off trajectory. The drill, tap and screws were off. Navigation was off by 3-3.5 mm in the axial and lateral views. The accuracy of the surgical arm was checked with the passive planar probe being placed on the divot, and the arm was accurate. Anatomical checks were also accurate. The surgeon continued to use the guidance system to place screws. C-arm images were taken before and after placement and the screws were placed accurately. A new snapshot was not taken until the reference frames were switched from the robotic reference frame to the stealth air frame for the tlif portion due to the passive planar looking accurate when testing the divot on the arm guide as well as when nav igating to known anatomical landmarks. There was no patient harm and the procedure was delayed less than an hour. Additional information received from a manufacturer representative reported that they suspected the inaccuracy was due to the instruments as several o ther cases were completed successfully with a different instrument tray.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: kit0893, serial/lot #: (B)(6) product ID: kit0898, serial/lot #:(B)(6) product ID: kit0899, serial/lot #:(B)(6) h3: product ID: kit0893, serial/lot #:(B)(6) - the part was returned for analysis. The hardware investigation determined that no failure was found with the part. Product ID: kit0898, serial/lot #:(B)(6) - the part was returned for analysis. The hardware investigation determined that no failure was found with the part. Product ID: kit0899, serial/lot #:(B)(6) - the part was returned for analysis. The hardware investigation determined physical damage to the part was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.